Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 215mm distal to the distal end of the strain relief and multiple hypotube kinks were noted along the hypotube. A visual and tactile examination of shaft polymer extrusion revealed damage to the guidewire exchange port at the port bond site. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-aug-201. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.00x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.